Manufacturer narrative:
The field service engineer concluded that the footswitch had mechanically stuck in the "on" position. Further evaluation of the footswitch revealed that the tension on the lever felt less than normal. It was also noted that the lever hinge pin appeared to be protruding out of the housing approximately 1/8 inch, which is not normal. During evaluation of the footswitch, the field service engineer identified other unrelated laser components that required service and the laser and footswitch were returned to co. Upon receipt of the laser and footswitch, the laser was repaired and then tested with the reported footswitch. The event did not recur. A footswitch known to function properly was adjusted manually to recreate the lever hinge protrusion condition described above. The malfunction did not recur when this footswitch was used with a laser system known to perform within specifications. Two additional possibilities for footswitch failure were considered: 1) the footswitch had a foreign object jammed between the spring relief on the bottom of the foot pedal and push rod, and, 2) a microswitch malfunctioned in ciruitry. Co quality engineering conferred with the MFR of the footswitch and found that the mean time between failure rate on the microswitch used in the footswitch is a million and a half cycles. Based on that information, it is unlikely that the microswitch was the cause of the failure. Upon further discussion with the field service engineer, it is more likely a foreign object contributed to the failure.

Event description:
Laser continued to lase after removing foot from foot pedal. Rptr stated that approx 4747 joules into a knee arthroscopy procedure (limited synovectomy), the physician removed his foot from the foot pedal, and the laser tech along with the physician noted that the laser continued to lase. At the same time, the physician pulled fiber back into scope and the emergency shut-off button was immediately depressed. The laser was restarted and it worked fine, the procedure was completed without further incident. No injuries to staff or pt were reported.